Manufacturer narrative:
(B)(4). Concomitant products:  visipaque,  5x80 pta catheter and 7f sheath. The product remains implanted and is thus not available for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the open study indicated that approximately 6 months after the study procedure, the patient went to the emergency room for shortness of breath and was diagnosed with left lobe pneumonia that was treated with cxr antibiotics. In the 1 year follow up, duplex ultrasound showed in stent stenosis and stenosis proximal to the stent. There was no treatment provided. Approximately 21 months later, 50-75% stenosis was noted on ultrasound, stenosis proximal superficial femoral artery noted. It was evaluated an unrelated to the device and no treatment was documented. The patient also had right lower extremity with intermittent claudication and slowly healing wound. At study inclusion, the target lesion was an 90% de novo lesion in the distal right sfa of 80mm in length in a 4.0mm vessel diameter. The lesion was moderately calcified. The lesion was pre dilated with a 5x80 balloon at 8 atmospheres (atm). A 6x100mm flexstent was successfully deployed at the target site. The residual diameter stenosis measured 0%. Post dilatation was performed with the same balloon at 5 atm. The stent was successfully deployed at the target lesion and there were no procedural complications. The patient was discharged on the same day. During the 1 month follow up, the patient had mild claudication. In the 4-6 month follow up, resting ankle brachial index (abi) on the right was 0.85 and 0.97 on the left. The study stent was patent during this period but there was evidence of disease progression in the distal cfa proximal sfa. An x-ray of the stent was normal. In the 5-12 month follow up period, the patient had moderate claudication. Rest abi on the right was 0.8 and on the left, 1.06. Duplex ultrasound in the same period showed in stent stenosis and stenosis proximal to stent.

Manufacturer narrative:
The report received from the open study indicated that approximately 6 months after the study procedure, the patient went to the emergency room for shortness of breath and was diagnosed with left lobe pneumonia that was treated with cxr antibiotics. In the 1 year follow up, duplex ultrasound showed in stent stenosis and stenosis proximal to the stent. There was no treatment provided. Approximately 21 months later, 50-75% stenosis was noted on ultrasound, stenosis proximal superficial femoral artery noted. It was evaluated an unrelated to the device and no treatment was documented. The patient also had right lower extremity with intermittent claudication and slowly healing wound. At study inclusion, the target lesion was an 90% de novo lesion in the distal right sfa of 80mm in length in a 4.0mm vessel diameter. The lesion was moderately calcified. The lesion was pre dilated with a 5x80 balloon at 8 atmospheres (atm). A 6x100mm flexstent was successfully deployed at the target site. The residual diameter stenosis measured 0%. Post dilatation was performed with the same balloon at 5 atm. The stent was successfully deployed at the target lesion and there were no procedural complications. The patient was discharged on the same day. During the 1 month follow up the patient had mild claudication. In the 4-6 month follow up, resting ankle brachial index (abi) on the right was 0.85 and 0.97 on the left. The study stent was patent during this period but there was evidence of disease progression in the distal cfa proximal sfa. An x-ray of the stent was normal. In the 5-12 month follow up period the patient had moderate claudication. Rest abi on the right was 0.8 and on the left, 1.06. Duplex ultrasound in the same period showed in stent stenosis and stenosis proximal to stent. The product remains implanted and is thus nor available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.